Event description:
It was reported to baxter that one (1) ce intermate sv50 device was discovered cracked at the luer lock and a piece had broken off. The device was filled with 100ml of vancomycin (400mg vancomycin in 100ml of normal saline). There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "broken luer lock" was confirmed; visual examination of the unit found a damaged luer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. This is a single use device and will not be repaired. A batch review was conducted and revealed that the product met all acceptance criteria for release.